Event description:
Customer stated that some of the segments were missing and when they open the meter to do a test, instead of the blood drop symbol they would get the features mode. A review of the system was conducted over the phone. The review indicated that segments were missing from the display. The customer was asked to return the meter for further eval and a replacement was provided. The customer was invited to call 24/7 with future questions/concerns.